Event description:
It was reported that, "the distal femur and 120mm extension as a unit rotates on the custom stem when she crossed her leg. Surgeon removed the tabs on the 120mm extension and re-impacted it onto the custom stem of the pt."

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the manufacturer. Components remain implanted. Additional info pertaining to the device(s) referenced in this report was requested. If it becomes available, the eval summary will be submitted in a supplemental report.